Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation for evaluation. Based on the past cases with the same model, it is possible that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. If additional information is received, this report will be supplemented.

Event description:
During laparoscopy-assisted distal gastrectomy (ladg), since the physician found that the output sound was abnormal, the subject device was withdrawn from the patient. When the physician cleaned the probe of the subject device with the gauze, the probe broke down. The procedure was completed with another device. There was no report of injury regarding this event.